Manufacturer narrative:
Citation: rizik d et al. Mid-term outcomes after transcatheter aortic valve replacement with a mechanically-expanded versus self-expandable valve: 3-year results from the reprise iii randomized trial. Journal of the american college of cardiology. 2019 oct;74(13):suppl b76. Doi: 10.1016/j.jacc.2019.08.114. Epub 2019 sep 24. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an evaluation of the 3-year outcomes in patients who underwent transcatheter aortic valve replacement with the mechanically-expanded lotus valve or self-expanding corevalve. All data were collected from 55 centers. The study population included 912 patients (demographics not provided), 305 were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). Among all corevalve patients, the all-cause and cardiovascular mortality rates at 3-years post implant were: 31.7% and 23.7%, respectively. No other details were reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all corevalve patients, adverse events included: new permanent pacemaker implantation, disabling or non-disabling stroke, hospitalization for valve-related symptoms or worsening congestive heart failure, life-threatening/major or disabling bleeding, major vascular complications, and moderate or greater paravalvular leak. Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.